Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the 3.5x23 mm xience sierra stent delivery system (sds), the protective sheath was unable to be removed. Therefore the device was not used and there was no patient involvement. The 3.5x38 mm xience sierra stent was then attempted to be advanced but the device failed and the struts were noted to be damaged. Another stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.